Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A radial approach was used. During the procedure resolute onyx drug eluting stents were intended to be used to treat a non-calcified and moderately tortuous lesion located in the 1st om exhibiting 90% stenosis and another lesion located in the mid lad with 99% stenosis, moderate calcification and no tortuosity. The lesions were pre-dilated. It was reported that a resolute onyx (0008932815) was implanted in p-lad. During implantation of a second stent (0008935312) in the lcx, the stent dislodged in the guiding catheter.the sheath tube was pulled out, and the stent moved out with sheath tube. During this process, the second stent (0008935312) was stuck with the first stent (0008932815). Both stents were pulled out of the patient's body, and two new resolute onyx drug eluting stents were successfully implanted. Another resolute onyx drug eluting stent was successfully implanted in the mid lad lesion. There was no adverse event to the patient.

Manufacturer narrative:
Photo image review: photo 1; image shows two dislodged stents. Photo 2; the two stents appear to be stuck together. Photo 3; deformation is evident to both stents with the struts appearing stretched and raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
2 resolute onyx drug eluting stents were implanted in the mid lad. One resolute onyx drug eluting stent drug eluting stent was implanted in the 1st om. If information is provided in the future, a supplemental report will be issued.